Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date. Investigation summary: one access CT vp portpower 6fr was received disassembled for evaluation. The distal end of the catheter shows signs of sharp instrument cut. Impressions of the catheter lock could be seen on the proximal end of the catheter. The port was assembled and disassembled without issue. Based upon the available information, the investigation is inconclusive for the alleged detachment. The most likely root cause is use related, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 01/2020). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the port was unable to be aspirated. A chest x-ray was performed and it was determined that the catheter had disconnected from the port. The port and the catheter were removed. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port was unable to be aspirated. A chest x-ray was performed and it was determined that the catheter had disconnected from the port. The port and the catheter were removed. There was no reported patient injury.